Manufacturer narrative:
The insulin pump was received with cracked display window corner, battery tube threads, scratched lcd window. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose and went to diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 249 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they experienced nausea and had ketones. The insulin pump will be returned for analysis.